Event description:
During routine testing of the device, the user reported a noise generating from the fan. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer returned reagent strips for investigation. The returned customer material and retention samples were tested and performed as specified. Creatinine results generated using the reflotron and a reference method, creatinine plus, hitachi 912 analyzer were also the same with all measurement within the specified ranges. No device malfunction was detected. No adverse event related to the device was reported. Most likely the x- ray for suspected aneurysm would have been performed with either value from a medical point of view.

Event description:
An emergency room patient with a suspected aortic aneurysm had a creatinine test run in the x-ray department and in the laboratory before contrast medium was administered. The creatinine results were discrepant. The initial creatinine result, tested on the reflotron plus device, was 44.2 umol/l and was reported to the clinician. The patient was administered the contrast medium and the x-ray was performed without any incident. The creatinine result generated in the laboratory was tested on an unknown analyzer, possibly a siemens device, and gave a creatinine result of >400 umol/l. This result was reported outside the laboratory to the emergency room and x-ray departments. According to the customer, due to the emergent nature of the x-ray, the x-ray would have been performed even if they had known of the abnormal creatinine. The patient's aortic aneurysm diagnosis was not verified and the patient subsequently died of severe mushroom poisoning. The resultant death due to combined liver and renal failure was not related to the x-ray. The creatinine test strip lot was 23777933.